Event description:
It was reported that the patient was experiencing worsening pocket pain and minimal tenderness upon palpation on patients ipg pocket site. It was also noted that patient was also experiencing soreness in the battery too and skin irritation overlying in the spinal cord stimulator (scs) battery pack. The patient has been using votaren gel.

Event description:
It was reported that the patient was experiencing worsening pocket pain and minimal tenderness upon palpation on patients ipg pocket site. It was also noted that patient was also experiencing soreness in the battery too and skin irritation overlying in the spinal cord stimulator (scs) battery pack. The patient has been using votaren gel. Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.